Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission indicated that the rhythm had been detected by the device as ventricular fibrillation; however, the rhythm was suspected to be supra ventricular tachycardia, so the shocks were noted to be possibly inappropriate. It was also indicated that there was possible atrial undersensing on the right atrial (ra) lead. Both the device and ra lead remain in use. No further patient complications have been reported as a result of this event.